Event description:
The customer reported the system locked up after playing a cine run. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge. System operates as intended. (B)(4).